Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va09wpf, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0m4dk, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation not yet complete. Once evaluation is complete, another report will be sent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and it was reported that the patient was a chronic pain patient. The hcp reported that the patient had the stimulation on, on both devices when the patient received the shocking sensation. The hcp reported that the systems were explanted on (B)(6) 2016 and was given to a manufacturer¿s representative. The hcp reported upon examining the devices post explant, the devices did not appear abnormal.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0m4dk, implanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative. The patient reported that she got a painful shock when she walked into a department store which kept hurting after the initial shock. The patient stated that she had no falls and it had been working just fine prior to the event. The patient stated that the pain was on her right side and her lead to the stimulator was on her left side. An impedance check was conducted and everything looked good except the 0 and 3 connections had impedances <(><<)>50 ohms and a ua of 107. The patient's healthcare professional was informed of the issue and advised no intervention to be taken place at the time of report. The patient reported that she was in pain because the device shocked her and that the device was off at the time of report.

Manufacturer narrative:
Device evaluation not yet complete. Once evaluation is complete, another report will be sent.

Event description:
Additional information received as healthcare professional (hcp) reported that shocking started on (B)(6) 2016. Device was turned off for troubleshooting related to pain and shock but there was persistent severe pain. Device were provided by hcp to representative.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va09wpf, implanted: (B)(6) 2013, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28 ,lot# va0m4dk, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was no patient death involved. There was also no injury to the patient and the patient recovered without sequela.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va09wpf, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type implantable neurostimulator. Product ID 3889-28, lot# va0m4dk, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead. Analysis results of both the ipgs revealed no anomalies. Analysis result of lead (va0m4dk) revealed the no significant anomalies as outer insulation was just twisted. Analysis result of lead (va09wpf) revealed the no significant anomalies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.